Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Kinked internal tubing was re-positioned to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that max suction is not high enough. There was no report of patient involvement.